Event description:
The patient underwent full revision surgery due to the high impedance. The explanted lead and generator were not returned to the manufacturer by the explanting facility per hospital protocol. No additional relevant information has been received to date.

Event description:
Clinic notes indicated that high impedance was observed on a patient's device after a system diagnostic test was performed. The patient was referred for surgery. No additional relevant information has been received to date. No known surgical intervention has occurred to date.